Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("portion of right fallopian tube. Essure coil obtained/failure to occlude (close) fallopian tube(s),") and device expulsion ("migration of essure device location of device: uterus/essure coil obtained from myometrium") in a 33-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sciatica and dermatofibroma. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, 1 day after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), dizziness ("hormonal changes describe: dizziness"), vertigo ("hormonal changes describe: vertigo"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral partial salpingectomy and myometrial dissection) and surgery (diagnostic hysteroscopy. Laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, dyspareunia, anxiety, dizziness, vertigo, female sexual dysfunction, depression, headache, nausea, fatigue and alopecia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: on (B)(6) 2015, she underwent myometrial dissection to retrieve ectopic right essure device. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: dizziness, vertigo, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, nausea, dysmenorrhoea, fatigue, alopecia, headache, device expulsion were added and previously reported event device dislocation updated to embedded device. Reporter, patient demographic information, concomitant disease, product lot number added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("portion of right fallopian tube. Essure coil obtained/failure to occlude (close) fallopian tube(s),") and device expulsion ("migration of essure device location of device: uterus/essure coil obtained from myometrium") in a 33-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included sciatica and dermatofibroma. Concomitant products included ibuprofen for dysmenorrhea as well as nsaid's and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 8 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dizziness ("hormonal changes describe: dizziness"), vertigo ("hormonal changes describe: vertigo"), vaginal haemorrhage ("abnormal bleeding (vaginal) / spotting"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("headache"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral partial salpingectomy and myometrial dissection) and surgery (diagnostic hysteroscopy. Laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, dyspareunia, anxiety, dizziness, vertigo, female sexual dysfunction, depression, headache, nausea, fatigue, alopecia and migraine outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: on (B)(6) 2015, she underwent myometrial dissection to retrieve ectopic right essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unilateral occlusion (left tube occluded). (B)(6) 2015 (hysterosalpingogram (hsg))-as per mr findings: preliminary radiograph demonstrates coiled appearance of right fallopian occlusion device. Normal curvilinear appearance of the left fallopian occlusion device. Evidence of osteitis condensans ilii bilaterally. The study demonstrates normal configuration of the uterine cavity. Progressive injection and dilatation of the uterine cavity with subsequent opacification of right fallopian tube, not occluded by device. However, there is no free spillage of injected contrast from the right fallopian tube. Complete occlusion of the left fallopian tube. Shaggy appearancealong the endometrium due to injection under pressure in attempts to cause free spillage from the right fallopian tube. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: plaintiff fact sheet was received events added from pfs- migraines. And spotting clubbed to previous events. Historical condition, concomitant drug were added. Events onset date, lab data were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("portion of right fallopian tube. Essure coil obtained/failure to occlude (close) fallopian tube(s),") and device expulsion ("migration of essure device location of device: uterus/essure coil obtained from myometrium") in a 33-year-old female patient who had essure (batch no. 50700145) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included sciatica and dermatofibroma. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, 1 day after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/pain"). In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"), dizziness ("hormonal changes describe: dizziness"), vertigo ("hormonal changes describe: vertigo"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss"). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dyspareunia ("dyspareunia"). On an unknown date, the patient experienced headache ("headache"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral partial salpingectomy and myometrial dissection) and surgery (diagnostic hysteroscopy. Laparoscopic bilateral partial salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, device expulsion, dyspareunia, anxiety, dizziness, vertigo, female sexual dysfunction, depression, headache, nausea, fatigue and alopecia outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered alopecia, anxiety, depression, device expulsion, dizziness, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, headache, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and vertigo to be related to essure. The reporter commented: on (B)(6) 2015, she underwent myometrial dissection to retrieve ectopic right essure device. Concerning the injuries reported in this case, the following one was reported via medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coil placed in the right fallopian tube had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (diagnostic hysteroscopy and laparoscopic bilateral partial salpingectomy and myometrial dissection). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic pain and dyspareunia outcome was unknown. The reporter considered device dislocation, dyspareunia and pelvic pain to be related to essure. The reporter commented: on (B)(6) 2015, she underwent myometrial dissection to retrieve ectopic right essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.